Event description:
Allegedly while the pt. Was walking, the leg collapsed. The pt. Was reporting noises coming from the articulation before this event. The surgeon started to use modular necks in mid 2011 and has never experienced neck fractures before this event. The surgeon follows the recommended surgical technique carefully. The taper is cleaned and dried. The neck is firmly impacted with mallet blows and then the ceramic head is hand inserted on top of the head taper. During surgery, no signs of corrosion or debris were detected close to the implants. The retrievals will be returned for inspection. During the partial revision, the shell and liner were kept implanted. High activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01174, 01175. This event occurred in (B)(6).